Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front left bottom corner. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The dowel pin came out of the plunger head mount. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger head mount and dowl pin. Performed power up and self-test process. UDI information unknown.

Event description:
It was reported that the pump's lever was broken (customer must had check syringe plunger sensor error ). No patient injury was reported.